Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer resolved the occlusion by resuming insulin delivery. The customer thought that the cause of the occlusion was site related. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine if the site was the cause. The customer also reported that the battery was not holding the charge and was rapidly depleting. The customer's blood glucose ranged from 115-150 mg/dl. The customer was to continue to use the pump to manage diabetes.